Manufacturer narrative:
Exact date unknown, event occurred couple of weeks ago from the aware date.

Event description:
It was reported that the patient experienced loss of stimulation as a result of ipg migration and was unable to charged the ipg. It was also reported that the ipg was non functional. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.